Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx2.00in winged bc adapter / connector was defective / damaged. What happened/could have happened? We discover that the three-way tap has broken and that something is stuck in the pvk. The pvk has been set by the anaesthetist, so we are a little unsure of what it should look like. 3 way valve is broken and something got stuck in the pivc when did the incident occur - during use.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of adapter/connector defective/ damage was not confirmed upon inspection of the sample. Analysis of the sample showed the actuator was detached. No damage was observed on the catheter adapter or actuator. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.